Event description:
The customer reported to olympus, the colonovideoscope had weak air flow, and poor water flow and drainage. The issue occurred during an unknown diagnostic procedure. The device was returned for evaluation and during the device evaluation, foreign matter was found in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. The customer does not know what the foreign material is. It was unknown if there was a delay to pre-cleaning. The air/water nozzle was flushed with water and air. The customer stated there were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with detergent solution. There was concern that a washer/disinfector that uses strong acidic water was used. The device was returned to olympus for evaluation and the customer's allegation of weak or ineffective air or water flow was not confirmed. Based on the results of the investigation, the foreign material could not be identified. A definitive root cause for the remaining foreign material could not be established. The event can be prevented and detected by handling the device in accordance with the following sections of the instructions for use: - evis lucera gif/cf/pcf type 260 series operation chapter 3 preparation and inspection. - evis lucera gif/cf/pcf/sif type 260 series cleaning/disinfection/sterilization edition chapter 3 cleaning, disinfection, and sterilization procedures. In addition, the following non-reportable malfunctions were found during the device evaluation: the bending angle in the up direction and the up/down knob do not meet the standard values due to wear of the angle wire, switch 1 did not work due to damage, the image had white dots due to charged coupled device (ccd) unit. The connecting was wrinkled, buckled, scratched and the coating was peeling. The following components were scratched: probe cover, switch 1, protector of universal cord on scope connector side, and the universal cord. The up/down knob was corroded. The color ring was cracked. The universal cord was dented. The electrical connector was corroded due to water leakage and caused noisy image and the image is not displayed. Water removal ability does not meet the standard value to due clogging of the nozzle. The adhesive on the bending section cover (a-rubber) has white-clouded area. Olympus will continue to monitor field performance for this device.